Event description:
The patient was experiencing a stabbing pain in his back. A dye study was done. There were no device anomalies. The device system was explanted. The cause of the event was not determined. The patient status was reported as ¿alive-no injury¿. The device system was delivering lioresal.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).